Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to loss of capture and high out of range pacing impedance. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 28, 2024 and january 22, 2025 revealed an initial pacing impedance of approx. 500 ohms with decrease to around 200 ohms in november 2024 and increase to 3000 ohms at the end of the recording period. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.